Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood results. Customer called with a concern her mother-in-law's ((B)(6)), meter was reading high. (B)(6) states that she feels well and requires no medical attention. She states her expected blood results are 90-200mg/dl fasting. Verified the strips expire 09/30/2016. She confirms the strips are stored properly and was first opened the week of (B)(6). Customer performed back to back blood test, 458mg/dl and 527mg/dl fasting. Reviewed meter memory: 405mg/dl, (B)(6) 2015, 06:43:00 am, fasting:yes; 188mg/dl, (B)(6) 2015, 06:22:00 am, fasting:yes; 439mg/dl, (B)(6) 2015, 03:13:00 pm, fasting:yes; 35mg/dl, (B)(6) 2015, 05:46:00 am, fasting:yes; 214mg/dl, (B)(6) 2015, 05:47:00 pm, fasting:yes; 88mg/dl, (B)(6) 2015, 04:57:00 am, fasting:yes. Customer's concern: with 405mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer called with a concern her mother-in-laws ((B)(6)), meter was reading high. Heather states when she tested herself with the true track she obtained 405mg/dl. Heather states that she feels well and requires no medical attention. She states her expected blood results are 90-200mg/dl fasting. Verified the strips expire 09/30/2016. She confirms the strips are stored properly and was first opened the week of (B)(6). Customer performed back to back blood test, 458mg/dl and 527mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.